Event description:
It was reported that the pump touch screen was cracked and displayed colorful horizontal lines. As a result, the pump became unresponsive. Reportedly, the pump was in the customer's backpack and could not confirm the reason for the cracked screen. Customer's blood glucose was 400 mg/dl. The customer reverted to manual injections for insulin therapy.